Event description:
A malfunction on a pump was reported, but no notable events occurred prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on blood glucose levels. Technical support provided information and assistance to reset the pump, and after the reset, the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if any issues persisted.